Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen unknown (unknown dose and concentration) via implanted infusion pump. It was reported that the hcp changed a synchromed ii pump yesterday and while filling on the table, the hcp never managed to insert 20 ml into the pump. On the first attempt, the hcp only removed 8 ml from the pump and was able to add only 14 ml. The rep had advices him to put the pump in lukewarm saline for 30 min before attempting to drain it completely and to carry out the emptying (sampling and filling) as gently as possible. The hcp told the rep he had tried 3 or 4 times to empty it , but never had been able to add more than 15 ml. The hcp programmed the pump to give a dilution of 15 ml of baclofen in 5 ml of saline and would keep the patient under close surveillance for 3 days to avoid any withdrawal syndrome. Additional information was received on 2024-jul-24 from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the event was thought to be an issue with the pump. The pump serial number was asked, but unknown. The implant date was (B)(6) 2024. The cause of the difficulty filling the pump prior to implant was not identified. It was not it confirmed that the over pressurization mechanism (opm) valve lock triggered. The patient experienced no symptoms before the implantation of the new pump. The pump had been filled as much as possible. The hcp had no further information. The initial reporter facility information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.